Event description:
As reported by the edwards field clinical specialist, this was a mitral valve-in-mitral annular calcification (vimac) case by trans-septal approach. The first 29mm sapien 3 valve landed slightly atrial resulting in a focal jet of perivalvular mitral regurgitation. A second 29mm valve treated the perivalvular leak. Result was good with the patient stable and recovering. The first valve was implanted slightly atrial because the calcium ring was saddle shaped and not very thick (less than 1.0cm) leaving little margin for error with the landing zone.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. The complaints for malpositioned valve and paravalvular leak were unable to be confirmed due to unavailability of relevant procedural imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies it should be noted that the thv was implanted in native mitral position for this case. The sapien 3 (s3) with the commander delivery system was indicated for native aortic valve, surgical or transcatheter bioprosthetic aortic valve, surgical bioprosthetic mitral valve, native mitral valve with an annuloplasty ring replacement only at the time of original implantation. As such, the case is considered off-label for native mitral valve replacement native mitral valve replacement using the sapien 3 thv (s3) with the commander delivery system (ds) is not an indicated use at the time of implant. The risk management file captures risks for indicated device use only. The review of the risk management file is complete, and no further action is required at this time. As reported, "this was a mitral vimac case by trans-septal approach. The first 29mm sapien 3 valve landed slightly atrial resulting in a focal jet of perivalvular mitral regurgitation. A second 29mm valve treated the perivalvular leak". Additionally, the first valve was implanted slightly atrial because the calcium ring was saddle shaped and not very thick (<1.0cm) leaving little margin for error with the landing zone. As such available information suggests that procedural factors (valve positioning technique, off label operation) may have contributed to the malpositioned valve. Due to thv malpositioned (too atrial), it is likely that the valve prevented the pvl skirt from properly sealing against the annulus resulting in paravalvular leak. As such, available information suggests that procedural factors (malpositioned valve) may have contributed to the paravalvular leak. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.